Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the audio was on every level the same. The customer blood glucose level was 186 mg/dl. Customer performed self test and insulin pump received hardware low level failures alarm. Customer stated they clear alarm and finish complete prime process. They run a self test and it was ok. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No audio or vibrate anomaly noted. Pump error 63 alarm confirmed in the device history file due to broken trace on u1 keypad assembly.